Event description:
Pt reported having problem with pump and feeling sick. Stated problem wasn't with pump itself, but with connector between internal line and pump. Stated shortly before now she noticed a wet spot on her clothing which turned out to be blood, and blood in line. She replaced connector and restarted infusion, and it was no longer leaking but she didn't feel right. Pt confirmed when she woke up at 5am everything was fine, but she noticed wet spot when she went to make coffee. Pt confirmed she wasn't having any difficulty breathing, but had some lightheadedness and other uneasiness, and wasn't sure if some of it was due to the anxiety/stress of the situation. Pt confirmed pumps seemed to be running correctly and did not need to be replaced at this time. Pump return tracking information is not available. Photographs were not provided. This is a continuous infusion. Set flow rate and volume delivered are unknown.